Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10: h10: the actual device (folfusor) was received for evaluation with a connector (non-baxter product) attached to the distal luer. A visual inspection was performed on the device and the attached connector. The device showed no evidence of a physical abnormality that could have contributed to the reported condition, however, a vertical crack was observed on the body of the connector. A functional leak test was performed which revealed a leak coming out at the vertical crack of the connector. The cause of the crack was unable to be determined as the connector is not a baxter product. The reported condition was not verified on the baxter device (folfusor). The baxter device was conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from the tubing connected to the patient. There was a white precipitate on the patient's skin when the pump was changed. This occurred during patient infusion. The device was filled with 5-fluorouracil 2381 mg in glucose 5%, total volume 84 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6) should additional relevant information become available, a supplemental report will be submitted.